Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer experienced a low blood glucose (bg) level (36 mg/dl). Carbohydrates were consumed to treat the bg. An ambulance was called, but no third-party assistance was required. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.